Manufacturer narrative:
Other device used: catalog #630700200, natural-knee ii system stemmed tibial baseplate, lot #1556743. This report will be amended when our investigation is completed.

Event description:
It is reported that the devices were revised in 2006 due to the tibial insert fracturing and the baseplate being worn. Implant date is unk.